Event description:
In 2004 while wearing the sound processor, the pt reportedly had no sound percept. The pt was seen for eval. Link between the external equipment and the internal device was not found. The pt was seen by a co rep for device eval. Testing performed confirmed that the pt's c1 device was not functioning.